Manufacturer narrative:
Investigation completed on a smiths medial ambulatory infusion pumps/cadd solis vip pumps - 2120 pump. The complaint of occlusion out of range was verified during testing. This was also revealed in the event log. The issue was isolated to dso sensor out of specification. Device was recalibrated and device sensors brought into specification.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 pump was alarming occlusion out of range. No patient adverse event reported.